Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter fusiform abdominal aortic aneurysm approximately 25 months ago. The infrarenal neck angle was 37 degrees. Aortic neck was 22 mm in diameter and 15 mm long. Distal aorta was 25 mm in diameter. The right iliac artery was 9 mm in diameter. The iliac arteries were moderately tortuous bilaterally. The left femoral artery was 9 mm in diameter. There was a left iliac aneurysm 15mm in diameter x 3.5mm long. There was no iliac stenosis. There was 10% mural thrombus/calcification in the proximal neck. Four days post implant, a fever was reported. The patient received corticoid therapy and the event resolved on the same day. One day later, the patient also had renal function complication with increased creatinine levels of 2.63 mg/ml. Hydration and corticoid therapy resolved the event on the same day. The creatinine value decreased and the patient was stabilized. Per the investigator, this was expected as patient has chronic renal failure. Investigator assessed renal and fever events related to procedure and not related to the device. The patient was discharged on eight days post implant. The patient was contacted 15 months post implant to schedule a follow up visit and the patient´s wife stated the patient has been hospitalized since four months ago for 3 weeks due to worsening of the chronic renal failure. Since the hospitalization, the patient was placed on dialysis. The investigator assessed this event as not related to the device or the procedure. Two years post implant, there was a proximal type I endoleak seen on CT scan. The investigator assessed this event as related to the device and not to the procedure. Secondary intervention was performed with placement of an endurant 32x32x49 aortic cuff stent graft approximately one month ago and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (fever).